Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a small scrotal infection and erosion of the scrotum wall. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.